Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2017 15:45:32 cst pli# 10 product ID# (B)(4) the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted as it was "coming out of (the) patient." No patient complications have been reported as a result of this event.